Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in cardiac arrhythmia diagnostic procedure when the issue occurred, and the procedure was completed after the replacement of the defective device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00 during bootup. Analysis of the system log file showed that there was voltage error on output 24v1 bank-b b-cab. During troubleshooting, the fse found issues with lvpsu (low voltage power supply). The fse replaced the lvpsu. The defective lvpsu was returned to philips for further analysis. The analysis confirmed the malfunction of the lvpsu and identified that there was no dc output, and the mode of failure was psu. Following the replacement of the lvpsu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision computer failed to bootup, stalling at 00:00. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.